Manufacturer narrative:
The date of event is unknown. Additional information will be submitted if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported teflon flaking off and peeling inside the channel, involving an olympus cysto-nephro videoscope, found during reprocessing. There was no patient involvement reported.